Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic after receiving a vibratory alert from their implantable cardioverter defibrillator. Upon interrogation, it was observed the patient's device was in back up mode. The device was restored. The patient was in stable condition.